Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with any relevant information.

Event description:
Device malfunction: unknown. Symptoms/ae: failure to achieve hemostasis. Time of symptoms/ae: during vessel closure. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an unspecified procedure. Reportedly, the clip was deployed without incident; however, hemostasis was not achieved. The device was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested no additional information was available.